Event description:
It was reported that the 30-degree endoscope plus instrument will be returned. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and fa investigations had no issue to replicate/confirm. The endoscope was evaluated and placed on a diagnostic tester for functional testing, and when the light leakage test was performed to detect if any image quality defect(s) were detected in either or both eyes, it showed it had an artifact(s) in the right eye. Additionally, the endoscope was visually inspected and found to have a detached fragment. The endoscope exhibited mechanical damage to its distal tip, and the scope's housing shell exhibited laser marking fading and/or removed. The endoscope was placed through a test using a screening aide to manually rotate the adapter to detect friction and the camera instrument adapter (ciad) did not rotate properly and/or noises were heard which confirmed binding gears; the ciad was removed from the endoscope housing, it was analyzed and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with a minor cut to the cable insulation, at zone b in the middle 1/3 of the endoscope cable. The endoscope cable integrated connector (ic) housing exhibited discoloration. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf payload test. The endoscope cannot be repaired and will be scrapped. The probable root cause of the image artifact is attributed to damage during use or improper handling. Accidental drops of the endoscope or inadvertent collisions with hard surfaces can result in damaged optical components.